Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the charged coupled device (r-unit) was broken, resulting in the green image display. For the finding that the fiber bonding in the outer tube area (distal end) was damaged, the most probable cause was determined to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscope, gynecologic to the service center for a separate issue. During device analysis, the service technician identified that the fiber bonding in the outer tube area (distal end) was damaged, and the r-unit (charged couple device) was broken, resulting in a green image display. There was no patient involvement.